Manufacturer narrative:
Baxter received and evaluated the device. The reported system error 105 was reproduced and was confirmed through a review of the event history log. The device was found out of specification in relation to the reported symptom, system error 105, and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement is unknown however the reporter advised that there was no patient incident.